Event description:
A pt who was implanted with apogee and perigee in 2008, developed septic shock and transfered to another hosp next day. CT showed rectal perforation. Surgery done the following day: colostomy, remove apogee and perigee mesh and debridement necrotizing soft tissue infection. Required 2 additional surgeries, eighteen days later. Readmissions the following month with renal failure due to bilateral ureteral obstruction.